Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found wave forms intermittently on the fiber optic module. To fix the issue, the fse replaced the fiber optic module on the cs300 unit, and then performed all calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, the cs300 intra aortic balloon pump (iabp) had augmentation reading issues. No patient harm, serious injury or adverse event was reported.